Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim received. It is alleged that the patient suffers from pain, lack of mobility, loss of range of motion, and swelling. Update 2/8/2013- litigation papers received. There is no new additional information that would affect the investigation. 07/30/2013 maude report ((B)(4)) submitted by a patient states that they have been having pain almost immediately after receiving the knee replacement, continues to have pain, and has developed additional medical problems because of it. Update rec'd 2/8/2013- products were originally MDR-no, but should have been reported upon receiving litigation. All products have now been reported. The complaint was updated on: 2/14/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions about the reported patient concern based on the information provided. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.